Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room with blood glucose (bg) of 400 mg/dl. The customer was treated with intravenous insulin. After six hours, the customer was admitted to the hospital and treated with intravenous insulin. The customer was released on (B)(6) 2019 with no permanent damage. Cause for bg was unknown.